Event description:
Boston scientific received information that during a follow up visit, right ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) device displayed a non-sustained ventricular tachycardia episode had occurred resulting in noise causing oversensing resulting in pacing inhibition greater than two seconds asystole. No loss of capture or inappropriate therapy was reported. Further review of the data did not reveal any further episodes. Attempts to reproduce the noise were not successful. An internal technical service consultant was contacted. It was thought the noise was related to myopotentials. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this right ventricular lead remains implanted and will be further monitored. Should additional information become available, this event will be updated.